Event description:
A malfunction on the pump was reported by the caller. Blood glucose level was at 213 mg/dl, which is within the normal range. Customer was assisted by technical support with resetting the pump, and no further malfunction codes appeared after the reset. Customer was advised that they could continue using the pump and to call back if any issues recurred.